Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32mg/dl and undefined physical illness. Bg cause was not known. Customer consumed carbohydrates and the customers spouse delivered glucose to the customer to address bg. Emergency medical services (ema) was called due to the customer reporting an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.